Manufacturer narrative:
The device was received with the bottom electrode broken in half. It appears that the distal end of the bisector came in contact with another instrument when it was activated which caused the electrode wire to short out and break. There is evidence of electrical char on the ends of the electrode. There is no other damage was observed on the device. It was returned in a very clean condition. No further info was provided as to the type of generator or power settings used with this device during the procedure. A review of the complaint data base does not show any other incidents that have the same failure mode as this one. We are considering this an isolated incident and will monitor the data base for further occurrences.

Event description:
While bisecting branches, one of the vasoview 7xb electrodes had separated before the rubber curved end of the loop. The branch became lodged and entangled in the break of the electrode. The edges of the electrode that had separated were sharp and tore the branch as the harvester attempted to remove the bisector from its position.